Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Reported events: 3 events were reported for this quarter. Product return status: 3 devices were received for evaluation. Evaluation status: 2 reported events were not confirmed during testing; however, the devices were found to be affected by twisted wires. 1 device evaluation is in progress. Additional information: 3 devices were not labeled for single-use. 3 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device reportedly overheated. 2 events had no patient involvement; no patient impact. 1 event had no information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 3 total events were initially reported. 3 previously reported events are included in this follow-up record.   Product return status 3 devices were received.   Event confirmation status 3 reported events were not confirmed. Evaluation results 3 devices were found to be affected by a electrical problem.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device reportedly overheated. 2 events had no patient involvement; no patient impact. 1 event had no information received.